Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 x2 implantable pacing leads (B)(6) 2008; 0085 competitor implantable tachy lead (B)(6) 2008; 5524m implantable pacing lead (B)(6) 1996. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Correction: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.